Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation, and the patient experienced heart block that required pacing. First, it was reported that the catheter was noticed to be physically damaged when it was removed from the packaging. The plastic tip that plugs into the piu was cracked. The damages were noticed before the procedure. The catheter was replaced, and the procedure continued. It was also reported that while ablating the cavotricuspid isthmus (cti) with the qdot catheter, a complete heart block was confirmed on electrocardiogram (ECG). Ablating on the wrong spot caused the complete heart block injury. An emergency pace (rescue pacing with coronary sinus (cs) catheter) was performed, and the patient's conduction returned. By the end of the case, everything was normal, and no further intervention was required. The patient fully recovered. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was the procedure. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, no magnetic, force, irrigation, deflection, temperature, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31262933l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation, and the patient experienced heart block that required pacing. First, it was reported that the catheter was noticed to be physically damaged when it was removed from the packaging. The plastic tip that plugs into the piu was cracked. The damages were noticed before the procedure. The catheter was replaced, and the procedure continued. It was also reported that while ablating the cavotricuspid isthmus (cti) with the qdot catheter, a complete heart block was confirmed on electrocardiogram (ECG). Ablating on the wrong spot caused the complete heart block injury. An emergency pace (rescue pacing with coronary sinus (cs) catheter) was performed, and the patient's conduction returned. By the end of the case, everything was normal, and no further intervention was required. The patient fully recovered. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).